Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: icf09b implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the right ventricular lead integrity alert were met. Twelve non-sustained tachycardia (nst) episodes and 5 lead failure predictor episodes of less than 220 milliseconds v-v cycle are recorded between (B)(6) 2013; 254 of 795 lifetime v-sic occur since (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic.

Event description:
It was reported that the right ventricular (rv) lead was oversensing, detecting short interval counts (sic), t-waves and noise. The lead remains in use. No patient complications have been reported as a result of this event.